Event description:
Following the successful placement of the device in the right internal carotid artery (ica) aneurysm, a small thrombus was noted at the junction of the aneurysm neck and the parent vessel when the adjunct balloon was deflated. A 5mg of reopro were infused into the ica but a further angiogram showed the thrombus remained so a further 5 mg of reopro was infused. " the pt's reopro assay came back as 58 % inhibited" and the physician infused a further 9mg of reopro. A final angiogram revealed a thrombus in the ica that was "not flow limiting nor hemodynamically significant" therefore, the physician determined no further treatment was required. The pt was reported to have " no residual effect" due to this event.

Manufacturer narrative:
No alleged device malfunction.